Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were stopper pops off seen in an unspecified number of tubes leading to leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. Bd received 1 photo for investigation. The photo was evaluated and the indicated failure mode was not observed. Additionally, five retention samples were functionally tested, and the issue was not reproduced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were stopper pops off seen in an unspecified number of tubes leading to leakage. No adverse impact was reported regarding the patient or user.